Manufacturer narrative:
Initially it was reported that the valve became dislodged inside the casing. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub. The friction ring and brim cap remained intact. Therefore, the hemostatic valve issue remains assessed as a MDR reportable. Device evaluation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large valve became dislodged inside the casing and about 100ml of blood leaked. The hemostatic valve was not reported to be broken in two or more separated pieces. The system did not present any error messages. No air entered to the patient. Patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required. The patient did not exhibit any neurological symptom since the procedure was completed. There were no patient consequences reported. The sheath was replaced and the issue resolved. During the first visual evaluation, the hemostatic valve was found dislodged. In a second closer visual inspection, it was observed that the friction ring and brim cap remained intact and not separated from hub. However, it was found that the hemostatic valve was dislodged. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Th customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure. However, this cannot be conclusively determined. All units are inspected prior leaving the facility and manufacturing record evaluation verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and a hemostatic valve separation issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large valve became dislodged inside the casing and about 100ml of blood leaked. The hemostatic valve was not reported to be broken in two or more separated pieces. The system did not present any error messages. The generator was set to power control mode at 40deg. Surpoint was used <60sec burns. The pre-ablation high setting was set to 2sec pre. The irrigation rate was not used outside of those prescribed. The contact force was targeted at 25 grams. The carto visitag module with tag index was used. Heparinized normal saline was used as the irrigation fluid. The act was maintained throughout the procedure. No air entered to the patient. Patient¿s hemodynamics was not compromised, and no medical/surgical intervention was required. The patient did not exhibit any neurological symptom since the procedure was completed. There were no patient consequences reported. The sheath was replaced and the issue resolved. Since there is no indication that the bleeding led to hemodynamics disruption or required medical/surgical intervention to prevent permanent impairment of a body function or permanent damage of a body structure and was not life threatening, this event was not assessed as a serious adverse event but a product malfunction. The event was assessed as a MDR reportable hemostatic valve separation issue.